Manufacturer narrative:
Based on the available information, the reported issue did not result in patient harm or delay in therapy as the device was not reported to be in patient use at the time the reportable errors were discovered in the log. Risk to the patient/user is considered moderate to low if a patient were to have been involved.

Event description:
A remstar auto a-flex was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed blower foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed dust fail contamination. The device was scrapped by the service center after the evaluation was completed.